Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID: 2134265-2011-00302, 2134265-2011-00296. It was reported that during a stenting treatment procedure, a vessel spasm, thrombus embolization and myocardial infarction occurred. Due to a clinical assessment including unstable angina (braunwald classification ib), the patient was referred for cardiac catheterization which revealed a 90% stenosed and 2.75 x 20mm lesion with thrombus located in the saphenous vein graft (svg) to the first obtuse marginal (om1) coronary artery. A 6f guide catheter was used to cannulate the target vessel. A choice pt guide wire was placed in the target vessel. A non bsc aspiration catheter was used to reduce the thrombus burden. A 2.5x20mm apex balloon was used to predilate the lesion. It was then exchanged for a 2.5x20mm taxus liberte stent which was inflated to 12 atm resulting in 0% residual stenosis. However, the site reports that following stent deployment "there appeared to be some spasm or perhaps thrombus distally". IV nipride and nitroglycerine was administered which per the site "did not help much and I may have lifted a plaque with the wire, or more likely plaque/thrombus from the lesion embolized". The proximal portion of the lesion looked "a little worse". Attempts were made with multiple wires to cross the previously placed stent. Then a 3.0x20mm quantum apex was advanced and the stent was post dilated up to 16 atm. Then a 2.75x30mm taxus liberte was advanced and placed proximally and inflated up to 16 atm resulting in 0% residual stenosis. Timi-3 flow was confirmed, the patient was pain free and the distal lesion was beginning to "plump up", so the procedure was closed. The events of vessel spasm, thrombus and plaque shift were reported to be resolved without residual effects. It was also reported that the patient experienced a peri-procedural myocardial infarction, which was treated with medical therapy and resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.